Event description:
Patient's wife stated about a week ago needle button accidently released prior to the completion of the 24-hour period. Patient's wife stated the same thing has happen for the past 3 days. Patient puts v-go on at 9pm and by noon the following day the needle button has popped out.